Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricle (lv) lead dislodgement was noted. Reprogramming was performed and lv lead revision is anticipated. The patient was in stable condition.

Event description:
It was reported that the left ventricular lead was revised and replaced. The patient was stable following the procedure.